Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive versacross connect (vc) was used through faradrive for transseptal puncture. Vc connect was then removed and the sheath was aspirated, and irrigation was done. Then the farawave was inserted into sheath and significant air continually was aspirated from sheath. The procedure was completed successfully by using a different device but the same model. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that the versacross connect for faradrive was in sheath prior to the air being noticed. Air was noticed when farawave was inserted into faradrive sheath. A pressure bag with transducer was used for sheath flush. Excessive and continuous bubbles were observed while aspirating sheath with farawave in sheath. The guidewire was at tip of farawave when inserted into sheath. No other issue has been reported.